Manufacturer narrative:
The actual date of event is unknown. Device evaluated by bd service. A review of the complaint history for sn (B)(4) was performed which did not confirm similar complaints with the same or related failure mode. A review of the device history record showed the device had a manufacture date of 16jul2015. The review was performed from the date of manufacture to the present date 21jun2021. A review of the device history record for sn (B)(4) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue.

Event description:
It was reported that the device had air in line always alarming and performed a rate calibration and they didn¿t get any alarms but they cleaned the air in line sensor just in case and ran it again with no issues. There was no patient involvement.